Event description:
Pt had spatz-3 intragastric balloon placed in (B)(6) in november for weight loss. There was no follow-up or plan for removal. Patient told to have it done in the us. This balloon is not FDA approved for use in the us but may be undergoing evaluation, and is designed to be adjustable once in place. (There is tubing extending outside the balloon for this purpose.) She lost approx 20 lbs in the first 2 months after her procedure. Approx 1-2 weeks prior to presentation, pt began having nausea and po intolerance, along with vomiting. She has lost an additional 10+ pounds since her symptoms started. At evaluation, she had severe hypokalemia, dehydration, and acute kidney injury. A CT was obtained in the ER, which shows the tubing passing through the pylorus and the balloon apparently "wedged" into the distal stomach, causing a gastric outlet obstruction. She was taken to the operating room for urgent removal of the balloon. She was discharged the following day after resolution of her symptoms as well as the aki and electrolyte abnormalities. FDA safety report ID# (B)(4).